Event description:
It was reported that during reprocessing, the gastrointestinal videoscope tested positive for >100 colony forming units (cfu) of citrobacter freundii, gram-negative bacilli of the enterobacteriaceae family, and molds. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.